Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter during the laparoscopic cholecystectomy, the instrument not close the jaw clips and blocks the same without closing the clip. There was there any unanticipated tissue loss or damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem.